Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on a non-boston scientific right atrial (ra) lead and high-voltage (hv) channels during patient arm movement. The noise on the ra channel was over sensed and believed to be myopotential in origin. Although the hv electrogram appeared aligned and no lead reversal was suspected, the origin of the hv noise could not be definitively determined. The device remained in service, and no adverse patient effects were reported.

Manufacturer narrative:
This supplemental MDR is being submitted for correction to field h6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on a non-boston scientific right atrial (ra) lead and high-voltage (hv) channels during patient arm movement. The noise on the ra channel was over sensed and believed to be myopotential in origin. Although the hv electrogram appeared aligned and no lead reversal was suspected, the origin of the hv noise could not be definitively determined. The device remained in service, and no adverse patient effects were reported.